Event description:
It was reported that the lead dislodged.

Manufacturer narrative:
Analysis found that the lead was cut/damaged and returned in two pieces. The damage found is consistent with that occurring during the explant procedure. The electrical characteristics of the lead were found to be normal.